Event description:
Consumer complaint of high blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Discharged from hosp for unrelated problem with blood glucose reading of 200mg/dl. Back to back blood test declined. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 12/31/2015 and open vial date is (B)(4) 2015. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected blood glucose test result range is not known. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Discharged from hospital for unrelated problem with blood glucose reading of 200mg/dl. Back to back blood test declined. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/31/2015 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:536mg/dl (B)(6) 2015 02:35pm. 2:553mg/dl (B)(6) 2015 02:33pm. 3:476mg/dl (B)(6) 2015 12:08pm . 4:415mg/dl (B)(6) 2015 09:56pm . 5:397mg/dl (B)(6) 2015 02:29pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.